Event description:
It was reported that this right ventricular (rv) lead exhibited an extra deflection on right ventricular (rv) lead electrogram (egm). Technical services (ts) was consulted and noted a far field signal marked but fell into blanking. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited an extra deflection on right ventricular (rv) lead electrogram (egm). Technical services (ts) was consulted and noted a far field signal marked but fell into blanking. The lead remains in service. No adverse patient effects were reported.